Event description:
The user facility reported that when the unit was in use, it slipped. Reportedly, no patient injury occurred. Unit was returned for evaluation and repair. Additional information has been requested from the user facility. This incident is related to 3004608878-2006-00052.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.